Event description:
The customer reported that two biological indicators (bis) were processed in the sterrad sterilizer. At the end of the completed cycle, it was noted that one of the bis had no remaining medium in the vial. The customer indicated that the integrity of the bi was checked per the IFU prior to use and that the bi cap was fully depressed. The processed load associated with the bi was not recalled. The customer did not report any harm or injury related to this event. It is unknown where the bi was placed in the chamber. The bi results for the previous and subsequent loads are unknown. The customer provided two bi lot numbers (041104 and 31191z). This is report one of two for lot number 041104.

Manufacturer narrative:
(B)(4): dried vial. The customer was requested to return the actual suspect positive bi, as well as the remainder of the unused case from which the suspect positive bi was obtained, for further investigation. Any additional information obtained will be submitted in a supplemental medwatch report. This is one of two 3500a reports being submitted for this product malfunction. Please reference manufacturer report numbers:2084725-2010-00199 and 2084725-2010-00200.

Manufacturer narrative:
Manufacture date feb. 2010. Exp date: 06/30/2011. Asp investigation summary: the investigation included a review of the device history, trending by product line and system serial number, failure mode and effects analysis and the health hazard evaluation. The DHR (device history record) for lot# 041102 was reviewed. There were no non-conformance reports found. The complaint history for the cyclesure bi, lot# 041102 was reviewed. There were no other similar complaints reported for dried vial. Trending analysis for dried vial issues associated to the cyclesure indicates spikes in the trend that was investigated in a failure investigation report (fir). The fmea (failure mode and effects analysis) assessment revealed a low-safety risk. The hhe (health hazard evaluation) was reviewed and the issue is considered to be none/negligible risk. Based on the information available, there were no problems found with the samples returned for investigation. The risk associated with the failure modes is low. There were no other similar complaints reported for dried vial. It is recommended that the customer follow the cyclesure bi IFU to check the integrity of the bi prior to use.